Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was investigated. Upon evaluation, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The root cause of the damaged connector has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.